Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. Returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guide wire lumen. The balloon was loosely folded. There was no damage to the device. Microscopic examination of the balloon did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the device presented no damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 06:42 pm CT. The report number is being corrected from: 2134265-2018-64454 to: 2134265-2018-63346.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.